Event description:
Pt with history of hearing loss was scheduled for the removal/replacement of a cochlear implant under general anesthesia on (B)(6) 2012 due to the malfunctioning cochlear implant. The old implant was explanted and sent to cochlear corporation. Pt is in stable condition. Old right cochlear implant was implanted on (B)(6) 2011 right cochlear implant using cochlear corporation cochlear implant model ci512- implant item sys, nucleus 5 sound processing (B)(4). Implant verified with surgeon yes, size 5 sound quantity 1, right ear.